Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional info from the importer report: it was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced mesh erosions requiring multiple excisions, mesh exposure, mesh infections, chronic vaginal pain, urinary retention, dyspareunia, stress incontinence, urge incontinence and depression.

Manufacturer narrative:
(B)(4).